Manufacturer narrative:
This report is submitted november 1, 2019. - attachment: [153247 device analysis report reg.pdf].

Manufacturer narrative:
This report is submitted on sept 4, 2019.

Event description:
Per the surgeon, the device was explanted for an unknown reason. The patient was reimplanted with a new device during the same surgery.